Manufacturer narrative:
(B) (4).

Event description:
It was reported that the pt was admitted to the ER on (B) (6) 2009 due to withdrawal "issues." The pt indicated the pump wasn't secured, thus it would turn and cause the catheter to coil. The pt stated that his catheter was later revised in (B) (6) 2009, at which time the pt stated that the "catheter was pulled out." The medication being delivered via the device system was not reported. Additional info has been requested, a follow-up report will be sent if additional info becomes available.